Event description:
It was reported while using bd alaris pca administration set the tubing was broken and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: rns notified that pca tubing appeared to be broken. Upon inspection, luer lock part of tubing was still attached to patient IV, and tubing had broken just before luer lock junction. Rns had to prime new tubing set, and waste medication. 1.8ml (3.6mg) of concentrated hydromorphone wasted.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pca administration set the tubing was broken and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: rns notified that pca tubing appeared to be broken. Upon inspection, luer lock part of tubing was still attached to patient IV, and tubing had broken just before luer lock junction. Rns had to prime new tubing set, and waste medication. 1.8ml (3.6mg) of concentrated hydromorphone wasted

Manufacturer narrative:
H6: investigation summary one sample was received for quality investigation. The customer complaint of component damage was verified by visual inspection. Evaluation of the sample submitted shows that the male luer connector was damaged and missing the securement collar. The male luer connector body was broken in half without any indication of bending of the body material, which indicates that a strong force was applied, causing it to break. A device history record review could not be performed because the lot number is unknown. The root cause of the issue seen in this complaint is an issue with connecting / disconnecting the luer adapter, or misue of the luer connector. Similar breaks in the male luer adapter have been seen when applying a large amount of force perpendicular to the longitudinal axis of the luer adapter when connecting or disconnecting the luer. This force causes the luer to break as shown in the returned sample. This force can be introduced on the sample when connecting/disconnecting the sample or if the luer gets caught on something and the tubing pulled hard enough to break the luer.